Event description:
Bard max-core biopsy instrument trigger became stuck during prostate biopsy. New device obtained and biopsy completed. Bard max-core disposable biopsy instrument ref mc1825 lot # rekt2118 manufacturer response for biopsy instrument, bard max-core biopsy instrument trigger (per site reporter).